Event description:
It was reported that the device exhibited a red screen error 45636. There was no patient involvement.

Manufacturer narrative:
One device was received in good condition for evaluation. Functional testing was able to duplicate the reported issue. It was determined that the main board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.